Event description:
It was reported that this lead was explanted due to a dislodgement. The lead was exhibiting failure to capture. A new lead was successfully implanted. No additional adverse patient effects were reported.